Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. No unexpected resume during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer also stated that they were admitted to the emergency room and intensive care unit since the insulin pump was not able to deliver insulin. The customer experienced symptoms such as nausea, vomiting and abdominal pain, difficulty breathing. The customer were uses the auto mode feature. Customer reports they did receive a calibration not accepted alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about alleging under delivery has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that customer alleged under delivery.